Event description:
It was reported that the device had early battery depletion due to high thresholds on the left ventricular (lv) lead. Lv capture was intermittent at the highest output. The device was explanted and replaced. During the device changeout the original intent was to attempt to remove or reposition the lv lead or add an additional lv lead. The patient¿s anatomy would not allow for additional leads to be placed because the subclavian was occluded. Extraction was abandoned because the lead got hung up in the superior vena cava (svc). Because the patient was dependent, the lv port was plugged and the patient was brought back at a later time to extract the lead and added a new lv lead. During the subsequent procedure to extract the lead, the lead broke in half and the remaining portion was snared from below using femoral access. The lead was removed and replaced. During the lv lead extraction, the right atrial (ra) lead dislodged and was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 7120 lead, implanted (B)(6) 2010. (B)(4).